Event description:
A report was received that the patient's ipg was unable to charge after a pocket revision (MFR report #: 3006630150-2012-01530). The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure. No further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was unable to charge after a pocket revision (MFR report #: 3006630150-2012-01530). The patient will undergo an explant procedure.